Event description:
It was reported that after an unknown procedure the threaded stud broke in the device when customer was dismounting the hp after the procedure. No patient consequence were reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was not returned complete, only the shaft of the device was received. During the visual inspection of the instrument, it was noted that the blade had evidence of having been scrubbed with a metal pad, damaging the blade. In addition the tissue pad was detached not returned. Upon visual inspection to the device no broken threaded stud was found in the shaft as reported in the event description. Due to the returned condition of the device, no functional testing could be performed to the device. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. Due to the damage discovered on the blade which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause. Please notify us of any processes or conditions that could have contributed to the moisture in the instrument.